Event description:
The customer received questionable troponin t, stat (tnt) results on their e411 disk analyzer for two patients. The customer retested the samples because the initial patient results exceeded the laboratory's established baseline of 0.035 ng/ml. Results above the baseline are routinely retested. All testing was performed on the same e411 analyzer. The first patient's initial tnt result was 0.085 ng/ml accompanied by a data flag. The first repeat result was 0.010 ng/ml accompanied by a data flag. The second repeat result was 0.010 ng/ml accompanied by a data flag. On (B)(6) 2012, the second patient, a female born on (B)(6) 1921, had an initial result of 0.090 ng/ml accompanied by a data flag. The first repeat result was 0.010 ng/ml accompanied by a data flag. The second repeat result was 0.010 ng/ml accompanied by a data flag. The customer considered the repeat results of 0.010 ng/ml to be correct and they were reported outside the laboratory for both patients. There were no adverse events. The tnt reagent lot number was 16696601 and the expiration date was 01/31/2013. The field service representative found a fluidics failure; the instrument flow path was causing carryover. He adjusted and realigned the flow path. He checked and adjusted the connections from the sipper probe to the measuring cell. He made adjustments to the sipper/reagent probe. He inspected the sample disk sample probe and flow path through the measuring cell. He ran performance tests successfully with no errors and within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. A fluidics failure, flow path, issue was found.